Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that ped pipeline stent tip failed to detach. The patient was undergoing treatment of a saccular, unruptured right internal carotid artery aneurysm with a max diameter of 4mm and a 6mm neck diameter. It was noted the patient's vessel tortuosity was normal. The landing zone was 3.5mm distally and 4mm proximally. The access vessel was the femoral, with 6mm diameter. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown, the patient was on dual antiplatelet therapy with clopidogrel and aspirin. It was reported that during the treatment of an intracranial aneurysm, the pipeline flex ped2 stent could not be detached when delivered through the initial phenom microcatheter. Despite correct preparation and setup, detachment attempts were unsuccessful. As a resolution, the same device size was used with a different microcatheter, and the device was successfully implanted without complications. There was no friction or difficulty reported during injection. No force was applied during removal, and the catheter tip was not entrapped or stuck. Additionally, there was no vasospasm, and no surgical or medicinal intervention was required. This event did not occur during an onyx injection. Post-procedural angiography showed proper wall apposition of the pipeline flow diverter with contrast stasis within the aneurysm sac. No end leak or device migration was observed. Flow through the parent vessel remained patent. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). The patient remained stable, and no adverse events were reported . No patient symptoms or complications were associated with this event.

Event description:
Additional information was received stating that the stent tip failed to open. Detachment was not attempted, as the device did not reach the deployment stage. The specific cause of the failure to open could not be determined. The sections of the pipeline that failed to open were the distal and middle segments. The pipeline had not been placed in a vessel bend when it failed to open, but was deployed in a straight segment of the vessel. Three full resheathing attempts were made, as indicated in the IFU. There was no damage or resistance encountered with the catheter. The information has been provided by the treating physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the pipeline flex shield device was returned for analysis inside a phenom 27 catheter. The pipeline flex shield braid was partially deployed from the phenom 27 catheter tip. The tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no signs of damage noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. The braid¿s distal and proximal ends were open and frayed, while the middle part was open with dried blood. No bends or kinks were found on the pusher wire. No other anomalies were found. Based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal and middle¿ report could not be confirmed, as the distal and middle parts of the returned pipeline flex shield braid were found to be open. Additionally, the ends of the braid were both open and frayed. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. The customer stated that the vessel tortuosity was normal and that the pipeline was not placed in a vessel bend, ruling out vessel tortuosity and deployment of the braid in the vessel bend as potential causes. Therefore, a damaged braid could have contributed to the failure to open complaints. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.